Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse completed the update to 1.2.2 to resolve the issue. Fse also performed a test drive. The system was tested and verified as ready for use.

Event description:
It was reported that the or staff called in before the case started to report that the system was faulting out during power-up. The technical support engineer (tse) reviewed the logs and identified 311 and 307 faults. The customer was in the process of power cycling when they called, and the system faulted again for the same issue. The tse informed the customer that a field service engineer (fse) would need to visit to program the system. The tse inquired if there had been a power loss the previous night, but the customer was unsure. The tse instructed the customer to remove the fiber cable connected to console #2 to see if the issue persisted. After this, the faults appeared on the tower and console #1.